Manufacturer narrative:
Additional information: h6. H10: the devices were discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the protective green patient line cap of an unspecified quantity of amia cassettes were loosely connected and disconnected from the patient line connector. It was further described as, ¿the green cap on the patient line amia cassette was too loose and will fall off". This was observed during setup for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.